Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture on the pace/sense portion of the lead, exhibited undefined high pace/sense impedance, oversensing, and a high number of short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.